Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the frozen image could not be identified. However, it¿s likely the cause is related to a defective printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The evis exera iii video system center was returned as part of the asset return process. During routine inspection of the device by olympus, the image was noisy and froze as a result of a defective printed circuit board. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process. The evaluation confirmed there was a frozen image due to the printed circuit board requiring replacement. The additional evaluation findings are as follows: the unit's top cover, rear panel and converter were damaged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.